Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hysterectomy on (B)(6) 2006 and the mesh was implanted for pelvic organ prolapse. After 6 weeks of recovery, the patient continued to experience severe pain in the pelvic region. The patient "was" attended a pelvic floor physio for a couple of years and continued to suffer pain in the pelvic region and right groin area. It was also reported that discharge started, and surgeon just needed to tweak the mesh. The patient again started to have discharge and saw a different surgeon who advised to remove a mesh as much as possible as there was an infection. The mesh was explanted on (B)(6) 2017 and two days after surgery, the patient developed a septic shock. The patient was diagnosed with actinomycosis. The infectious disease specialist opined that this was from the mesh and as a result the patient was placed on long term antibiotics via a central line for eight weeks and then oral dose for eight months. The patient was discharged and readmitted to hospital with a massive hemorrhage in vaginal vault which resulted in emergency surgery requiring 4 units of blood and 10 platelet transfusions. The patient was advised due to infection from mesh it caused a weakness in the vaginal vault. Currently the patient has the ongoing pain and believes it is from the initial surgery and the remaining mesh. No further information is available.